Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was inaccurate. The user¿s blood glucose (bg) level was not impacted by this event. Reportedly, the user incorrectly entered their personal profile pump settings. The user reported a bg level as high as 433 mg/dl. The user addressed bg level with a bolus as well as manual injections. The user successfully corrected the profile settings provided by their healthcare provider.